Manufacturer narrative:
The reported device is expected to be returned for evaluation. A supplemental and final report will be filed upon the completion of the product evaluation and the complaint investigation.

Event description:
The distributor in (B)(6) rejected one 139112ext ultraclean electrodes due to an "insufficient heatseal". In this instance, there was no patient involvement as the packaging anomaly was discovered during inspection prior to distribution to an end-user. The report is raised on the basis of a device malfunction with potential for injury with recurrence.

Manufacturer narrative:
This is a supplemental report filing as the complaint device was returned for evaluation. The reported device was returned to conmed in its original unopened package. Label verification and visual inspection were performed. The packaging engineer confirmed there was a breach in sterility by way of dye leak testing. This breach was caused by a channel in the seal area. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of this product. The products released for distribution were found to have met all specifications prior to shipment. (B)(4). This reported packaging issue was obvious to the distributor, prompting the return of the device for evaluation. There was no patient involvement. As with all medical devices, examination of the product occurs multiple times prior to use. Good clinical practice would include examination and verification of the original packaging and its labeling to ensure both are intact. This issue will continue to be monitored through the complaint system.